Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had misplaced the charger and he found the recharger. He was finally able to get his device to charge and he got a power on reset (por) code. The patient was not able to turn the system on. Therapy has stopped due to por. The patient said the device was low but didn't go into overdischarge because he was able to get it up and charging on his own. The patient was instructed in clearing the por with the patient programmer. This was successful and resolved the issue. The patient added that they were unable to get the positional programming to work. The patient said he was told the healthcare provider (hcp) turned the device 180 degrees from what it normally is supposed to be. The patient said they told him he needed to heal and then they tried it again and it did not seem to work correctly. Then they turned the option off. Then they tried once or twice after he healed, and it never worked right, and they gave up. The patient was redirected to a healthcare provider (hcp). No further complications were reported/anticipated.